Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and mesh was implanted concurrently with cystoscopy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and mesh was implanted concurrently with cystoscopy.